Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received shocks in hospital. Upon interrogation 12 hours later showed shock episodes with no electrograms (egms). No intervention has been performed. The patient was stable.